Event description:
It was reported that the pump was implanted in 2002 but was not refilled for an extended period of time. When the doctor tried to enter fluids into the pump in 2002, dr was unable to do so. The pump was explanted and returned for eval.